Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error. Customer cannot recall blood glucose reading. Troubleshoot was not performed. Customer states no further details were given. Insulin pump will be returning for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, occlusion test, prime test and excessive no delivery test due to motor error alarm.